Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a pt saw their primary doctor and was treated with nystatin powder; other products and was switched to another appliance. It was reported that after 2 days of use and removal of the wafer a pimple rash was noted, the doctor reported it as yeast. The pt is expecting the stoma to be reversed in 4 months time. No additional info was provided. The pt outcome is reported as the "skin slowly resolving".